Event description:
It was reported that this artificial urinary sphincter (aus) exhibited fluid leakage at an unknown location. A revision surgery was performed to explant and replace the device. No patient complications were reported.